Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and far field r-wave (ffrw) oversensing. The lead was checked and they noted that the patient's heart failure status is driving an increased threshold also. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.